Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device had an issue where water will not circulate through cooling tube. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the pump was not working after they opened a probe. The probe was unable to prime that they decided not to use it. The distributor's engineer went to check on pump and tested the machine and the pump ran smoothly and had no issue. They used another like device and it worked fine. There was no patient involvement.